Event description:
Initial information was received on (B)(6) 2011 from a male consumer. He used colgate palmolive power motion adult dual action toothbrush and reported the toothbrush exploded. He had been using the toothbrush (lot #b70007) for two months when the event occurred and the toothbrush had the original batteries in it. He discontinued use of the toothbrush on an unknown date. In addition, he was not injured. This case is referenced as (B)(4).